Manufacturer narrative:
If implanted, give date - implant date: approximately 2017. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that the m6-c collapsed and was removed.

Manufacturer narrative:
A1: (B)(6), b4: 07/27/2021, g3: 15-jul-2021, g6: follow-up # 1, h2: additional information, device evaluation, h3: yes. H6 codes: type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3252 - fracture problem. Investigation conclusions: 22 - known inherent risk of device. H10: manufacturer narrative: the device was returned; however, the device serial number was noted to be illegible, which most likely attributed to extraction damage. Based on the inspection of the retrieved m6-c in conjunction with other available information it is concluded that the device showed evidence of failure. The provided information indicated that the core had "broken down" inspection of the core indicated that it had deformed, the furrows were no longer distinguishable, abrasive damage was visible on all surfaces, and evidence of chipping were present. Consistent with these observations, approximately 45% of the initial mass was lost in vivo. The risk management files were reviewed, and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. Although infection was cited as the reason for revision and swabs were collected, no microbiology or pathology reports were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. Based on these factors and available information it was not possible to determine the cause of the failure.